Event description:
(B)(4). It was reported that after a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the patient experienced angina and in-stent restenosis. The subject was enrolled into the (B)(6) in (B)(6) 2011. The target lesion #1 was located in the mid left anterior descending artery (lad) with 90% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with direct placement of a 2.75 mm x 24 mm taxus element stent. Following post dilatation, residual stenosis was 0%. In (B)(6) 2011, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject presented with similar suspicious precordial pain as in the past and was hospitalized on the same day. A 80% distal edge in-stent stenosis and 30-40% restenosis in the terminal part of the previously placed study stent located in the mid lad (left anterior descending artery) followed by a 60-70% lesion was treated with direct placement of a 2.5 x 18 non-bsc drug eluting stent covering the post stent lesion and the terminal part of the stent with excellent angiographic outcome. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu."(B)(4).